Manufacturer narrative:
(B)(4). Batch #: u93491. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lap urachal excision the pad of harmonic hd1000i was detached after less than 5 activations. It was replaced with another new harmonic and the same situation happened. The surgery was finally finished with another new opened harmonic. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2021 investigation summary the device was returned with the tissue pad damaged, melted, and 100% present. The cable was cut off. The tissue pad was attached to the clamp arm and not detached as reported by the customer. Due to the condition of the returned device we could not connect the device to a gen11 for functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.